Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that insulin drips were not observed to be exiting the tubing during the load fill process. Subsequently, it was reported that a minimum fill notification occurred after the user filled the cartridge with 200 units of insulin during the load sequence. A new cartridge was loaded to resolve the issues. Additionally, it was reported that occlusion alarms occurred. Customer changed pump supplies and resumed insulin delivery. Customer¿s blood glucose level was 395 mg/dl.